Event description:
It was reported that the patient's atrial lead exhibited noise oversensing. Fracture was noted. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.